Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a malfunction alarm occurred. Customer's blood glucose (bg) level was 552 mg/dl which was addressed by delivering a bolus via the pump. The customer declined to provide further information regarding elevated bg and reported that it was not caused by the malfunction alarm. During troubleshooting with tandem technical support, the malfunction alarm was cleared and insulin delivery was able to be resumed.